Event description:
Same case as #6000089-2006-00715, 00716. Post a coronary drug eluting stenting treatment procedure, a thrombus occurred. Two years after the implantation of 3 taxus express2 drug eluting stents in the right coronary artery, the patient presented with a thrombosis of the entire rca. The thrombus was removed and a balloon was used to post dilate. Ivus was used to investigation but no obvious under expansion of the stents was observed. The patient experienced a stroke "in the ward" but condition was stable. Angiogram were done 6 months prior which looked good. The patient has been on plavix since implant.